Manufacturer narrative:
Updated fields: b4, d9, e1-(initial reporter name, event site email) g1-contact person at mfg site, g3, g6, h2, h3, h6-(type of investigation, investigation findings, investigation conclusion and h11. Corrected fields: b5,d10. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Since there was no defect, no repair needed, device works with no malfunction, the mains switch was probably turned off and the device was not used for a long time, no alarms, no malfunction, no fault log.

Event description:
It was reported that two cs100 intra aortic balloon pumps counter pulsation cannot be read on the pump. The pumps does not turn on, the monitor is black and only the fan worked. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that the cs100 intra aortic balloon pumps counter cannot be read on the pump. The pump does not turn on, the monitor is black and only the fan worked. There was no patient involvement reported.